Event description:
An article titled ¿vagus nerve stimulation for intractable epilepsy: a retrospective bicentric cohort study of 101 patients operated on between 1999 and 2010¿ was published on 01/29/2016 which included adverse events involving 4 vns patients. One patient underwent vns explant surgery due to ¿intolerance¿. Two patients presented infection. The patients underwent explant of the vns system due to the infection. One patient had his/her vns device disabled due to side effects. No known surgical interventions for the treatment of the patient have occurred to date. Attempts to obtain additional information were unsuccessful to date. This manufacturer report captures the patient who had his/her vns device disabled due to side effects. Manufacturer report # 1644487-2016-01614 involves the patient who underwent vns explant surgery due to ¿intolerance¿. Manufacturer report # 1644487-2016-01615 involves the patient 1 who presented infection and underwent explant surgery. Manufacturer report # 1644487-2016-01616 involves the patient 2 who presented infection and underwent explant surgery.